Manufacturer narrative:
Product event summary: the device was returned and analyzed and analysis of the returned device was inconclusive.

Event description:
It was reported, the company representative was not able to obtain telemetry on the device. The device was not opened and it was not used. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.